Event description:
The patient reported to the surgeon that when he got up from a sitting position his hip dislocated. Our sales rep reported to me that the hip was explanted on the same day as the report and a revision done. No complications were reported. The surgeon had to make a small hole in the side of the cup to remove it.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review revealed no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: 6485-3-115, 109052g, mrs fem stem w/0 body 15x127mm; 6495-6-030, easnm, gmrs extension piece 30mm; 6495-6-040, s7bpb, gmrs extension piece 40mm; 6364-2-122, g3174552 v40 fem head orthinox 22-0; 690-00-22e, mkk90w trident 0 deg constrained insert 22e; 6495-1-001, s9hkn proximal fem comp std. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience.

Event description:
The patient reported to the surgeon that when he got up from a sitting position his hip dislocated. Our sales rep reported to me that the hip was explanted on the same day as the report and a revision done. No complications were reported. The surgeon had to make a small hole in the side of the cup to remove it.

Event description:
The patient reported to the surgeon that when he got up from a sitting position, his hip dislocated. Our sales rep reported to me that the hip was explanted on the same day as the report and a revision done. No complications were reported. The surgeon had to make a small hole in the side of the cup to remove it.